Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose readings. The customer stated that the high reading began after the child ate pizza. The customer had symptoms such as headache. The customer was given IV fluids at the hospital. The insulin pump will not be returned for analysis.